Manufacturer narrative:
No technical inquiries were received from the customer. One opened probe, without tip protector, in a pouch was received for the report. The sample was visually inspected and found to be nonconforming for a bent needle. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and nonconforming for actuation. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gauge marks observed at bend area. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo attached was reviewed by the manufacturing site. Photo is of a pak label, reported product and lot information is confirmed. The reported issue could not be confirmed from the photo review. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation does not confirm the probe had an aspiration failure; the evaluation indicates the probe had an actuation failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The most likely cause for the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft and aspiration flow through the probe. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported aspiration failure was not confirmed, and an exact root cause for the bent needle and the bent inner cutter could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported probe has no aspiration before vitrectomy surgery. The surgery was completed after replacing with new product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).